Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device exchange procedure, the superior vena cava (svc) connector of the right ventricular (rv) lead was unable to be disconnected from the device header. The set screw was stripped and kept rotating. The svc connection of the rv lead was cut and capped. The new device was implanted and the svc portion was plugged. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, h3 and h6. The complaint of damaged set screw was confirmed by analysis. Septum material was observed inside the svc set screw hex cavity, and the set screw was stripped. This did not allow the svc set screw to be tightened and secured properly. The cause was likely due to the handling of the device during either implant or explant. There was no device malfunction.